Manufacturer narrative:
Tested with a test p-cap and the test p-cap did not lock in place properly due to missing retainer. Unable to perform displacement test due to missing retainer. (B)(4).

Event description:
Information received by medtronic indicated that the reservoir o-ring had damaged also insulin pump had cracked. Customer stated that the reservoir was lock in place when inserted into insulin pump. Customer stated the insulin pump had cosmetic damage. Customer stated the infusion set and reservoir did not show signs of damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.